Manufacturer narrative:
Additional information obtained from the medical records indicated the patient tolerated the tavr procedure well and was transferred to the intensive care unit in stable condition. The sapien valve was noted to have been well seated with mild-moderate paravalvular leak with good hemodynamics. On pod1, however, the patient¿s blood pressure dropped and he was placed back in bed and was started on inotropic support. Cardiac echo demonstrated near cardiac standstill. Despite inotropic therapy, the patient expired while in the intensive care unit. Based on the information provided in the medical records, cause of death was related to the patient¿s underlying co-morbidities (ef 15-20%), rather than a failure of the implanted valve. Although the pod1 echo showed the patient¿s heart had stopped pumping effectively, it did not indicate that there was a dysfunction of the sapien valve. As such, this event is no longer considered reportable and a corrected report is being submitted.

Event description:
It was found through obituary search by the edwards implant patient registry that this patient expired one day post transapical tavr procedure.

Manufacturer narrative:
Investigation is ongoing.